Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implantable pulse generator (ipg) changeout procedure, the patient exhibited superior vena cava (svc) stenosis/narrowing and inadvertent atrial cauterization. It was also reported the implantable pulse generator (ipg) exhibited a telemetry problem, when tested intra-operatively, post use of cautery. The ipg was explanted. It was also reported that the right atrial (ra) lead exhibited high thresholds and loss of capture, when tested intra-operatively, post use of cautery. The ra lead was capped and replaced. On an attempt to replace the ra lead, the sheath could not be advanced past the svc narrowing, bending the existing ra lead and rv lead, but subsequently passed using a dilator. The ultimate replacement ra lead was capped for potential future use. The rv lead was capped for potential future use. No further patient complications have been reported as a result of this event.